Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the synergy ous mr 2.50 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found there was no stent on the sds. As per additional information, the stent most likely detached from the sds post procedure. The crimped stent maximum outer diameter measurement at the time of manufacture was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were visible on the balloon body. The tip was visually and microscopically examined and signs of damage were noted at the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 16jul2018. It was reported that crossing difficulties were encountered. The 80% target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery. A 2.50 x 20 synergy¿ stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.